Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
It was reported to physio-control that the screen on the customer's device went blank, right after a defibrillation shock had been administered to the patient. None of the device's buttons was responsive. The device had to be powered off by removing the batteries. A back-up device was used to continue patient treatment. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
It was reported to physio-control that the screen on the customer¿s device went blank, right after a defibrillation shock had been administered to the patient. None of the device's buttons was responsive. The device had to be powered off by removing the batteries. A back-up device was used to continue patient treatment. There was patient use associated with the reported event however, there was no adverse patient outcome.